Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced for system upgrade. Device malfunction was not suspected. The patient was doing well after the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's pocket site was uncomfortable. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's pocket site was uncomfortable. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's pocket site was uncomfortable. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.